Event description:
Caller reported two potential false positive troponin I (tni) results on triage cardio profiler vs. Lab results. Second patient with chest pain. No samples available to send for in house testing.

Manufacturer narrative:
Product support testing in-house calibrators (positive and negative controls) on retain devices from lot w45401. No elevated values or high bias in recovery was observed for tni. No error codes or standard outliers were observed. All data points for calibrator z (neg control) were below the mfg cut off. All data points with calibrator h (pos control) were with in the mfg 2sd range. Percent recovery with calibrator h was at 110%, with in mfg final release specs. No high bias in recovery or elevated values were observed for tni. The customer did not provide any sample for testing; product support was unable to verify the customer's complaint. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Product support observations of mfg pouch release data from global stat pak for tni recovery on profiler w45401; all met manufacturing final release specs. No corrective actions required at this time, as no product discrepancy was established.

Event description:
Caller reported two potential false positive troponin I (tni) results on triage cardio profiler vs. Lab results. First patient presented 2009, in ER with chest pain, low bp 82/53. Patient had sinus tach, pain, nausea and was tired and weak for 2 days. Dr. Not happy with tni results, and patient cath planned the nex day. No samples available to send for in house testing.

Manufacturer narrative:
Product support testing in-house calibrators (positive and negative controls) on retain devices from lot w45401. No elevated values or high bias in recovery was observed for tni. No error codes or standard outliers were observed. All data points for calibrator z (neg control) were below the mfg cut off. All data points with calibrator h (pos control) were with in the mfg 2sd range. Percent recovery with calibrator h was at 110%, with in mfg final release specs. No high bias in recovery or elevated values were observed for tni. The customer did not provide any sample for testing; product support was unable to verify the customer's complaint. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Product support observations of mfg pouch release data from global stat pak for tni recovery on profiler w45401; all met manufacturing final release specs. No corrective actions required at this time as no product discrepancy was established.